Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-01561; 3005168196-2018-01562; 3005168196-2018-01563.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (a-comm) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). It was noted that the patient's anatomy was tortuous. During the procedure, the physician deployed and detached three smart coils in the target vessel using a non-penumbra microcatheter. The physician then was unable to detach another smart coil using the handle; therefore, the smart coil was removed. Next, the physician advanced another smart coil through the microcatheter; however, while retracting to re-position the smart coil within the microcatheter, the smart coil unintentionally detached inside the microcatheter. Therefore, the physician removed the microcatheter containing the detached smart coil from the patient. Later in the procedure, while attempting to advance a new smart coil through the microcatheter, the physician experienced resistance and was unable to advance the smart coil; therefore, it was removed. The procedure was completed using six smart coils, other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.